Event description:
It was reported that the cassette was not detected. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 04-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The exact cause of the issue was unknown. The downstream occlusion sensor, printed wire assembly board, and camshaft sensor were all replaced.